Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 was malfunctioning and producing double clicks. A field service engineer (fse) cleaned the micro switches and applied carbon conductor grease to resolve the issue with the latch assembly. The fse also applied carbon conductor grease to the micro switches for doors 1, 2, and 4 to prevent future issues. The system functioned as intended after the field service engineer repaired the device.